Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The patient's sample was returned for investigation. The customer's positive result was confirmed. Neutralization and avidity tests also had positive results. It was determined the customer's result was correct and the assay performed to specifications.

Event description:
The customer alleged they received questionable igg antibodies to toxoplasma gondii (toxg) and cmv igg results on their e601 analyzer for one patient. The customer provided data for one toxog reportable malfunction. The patient's initial toxog result was 8.02 iu/ml, which was positive, and it was reported outside the laboratory. The patient had a new sample tested in another clinic with an abbott architect ci8200 analyzer and the result was 0.5 iu/ml, which was negative. The customer was then asked to test the patient's initial sample again on different analyzers. The sample was tested ion an architect i2000sr and the result was 0.214 iu/ml, which was negative. The sample was then tested on a biomereux minividas analyzer and the result was 0 iu/ml, which was negative. The final result was confirmed negative and treatment was not initiated. There were no adverse events. The toxog reagent lot number was 175996. The expiration date was requested but not provided.